Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has a suspected fracture and triggered alerts for high undefined out of range (oor) pacing and superior vena cava (svc) defibrillation impedances, alerts for oversensing of noise, and a lead integrity alert (lia). It was noted that high rv thresholds and stimulation were previously observed, and the oversensing of noise resulted in the patient receiving inappropriate therapy. The lead was capped and replaced, and it was noted that the rv lead appeared to be kinked under fluoroscopy. No further patient complications have been reported as a result of this event.